Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms regarding the mpu was confirmed via the provided log file. The log file contained data spanning 21 days ((B)(6) 2019 per time stamp). The pump maintained speeds above the low speed limit while connected to the driveline. 2 no external power alarms occurred throughout the log file, on (B)(6) 2019 at 18:50 and on (B)(6) 2019 at 12:34. Both power cables were flagged as being disconnected at the same time, and the backup battery appropriately operated the system during these events. Support to the pump was never interrupted. The alarms both cleared when power was restored to the system. The root cause of the no external power alarms appeared to have been the mpu¿s ac power cord becoming loose at the wall. The heartmate ii patient handbook describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate ii patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of the device is 3 years, 4 months, 18 days. No further information was provided. A supplemental report will be submitted when the manufacture¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was request to review log files as there was a drop in hemoglobin and a low inr. Technical services reviewed the log files and notes that there was some low voltage hazard events and no external power event observed while patient was connected to the mobile power unit (mpu). The events appeared to be associated with the mpu power cable coming loose from the wall receptacle. Patient does not have a locking cord but will be provided with one. It was noted that the emergency backup battery (ebb) was operational when these events occurred. Also noted some unsustained power and flow elevations observed. The power and flow return near the baseline for the remainder of the log file. There were no other unusual events noted within the event history and the pump appears to be functioning as intended.